Event description:
Event description guidant received information that during an elective replacement of this implantable cardioverter defibrillator (ICD), the patient arrested, requiring recuscitation. The patient arrested due to a respiratory problem, not a cardiac related issue. The respiratory arrest led to cardiac standstill. There was no tachyarrhythmia so no need for defibrillation.